Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received from the galway return product analysis (rpa) lab, inside a heart valve return kit jar, fully submerged in clear (B)(4) glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve frame was received in a compressed state. Upon receipt, all leaflets were observed in a partially closed position with a gap between the free edges. All leaflets exhibited stiffness and dehydration, with limited flexibility. Severe creasing and visible frame imprints were observed. Remnants of coagulated blood were noted on the commissures. All commissures appeared dehydrated yet intact. All sutures appeared intact. The valve was immersed in a warm saline bath at approximately 37¿°c. Upon submersion, the frame exhibited expansion; however, the valve appeared to retain a compressed state. It appears the valve may have been stored inside the capsule of the delivery system for an extended period prior to valve submittal to the santa ana rpa lab. No damage such as bends or kinks were observed on the frame. A frame size diameter verification was performed to address the sizing allegation. The frame diameter was verified using a production inspection fixture designed for the 26 mm valve size. The valve¿s inflow crown was inserted into the fixture, where it appeared to contact the inner black limit indicator. The valve¿s compressed state may be attributed to the valve being crimped within the delivery system capsule for an undetermined duration. Due to the condition of the returned valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012922174); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, crown overlap up to node 3 was detected during fluoroscopy. During the first deployment attempt, the valve did not open completely. Subsequently, the valve was recaptured. During the second deployment attempt, the valve opened, but severe paravalvular leak (pvl) was observed. There was concern that the valve was too small. A new 29 millimeter (mm) valve was used to complete the procedure and implanted successfully.